Event description:
In (B)(6) 2007 an ams elevate anterior and apical prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse. The plaintiff's attorney has alleged that "as a result of the implant," the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.